Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a maximum blood glucose of approximately 400 mg/dl and elevated glucose persisting for about six hours; the ilet provided a high glucose alert, and the user administered subcutaneous insulin by pen while remaining connected to the ilet, after which glucose returned to range and remained stable, with no observed supply issues or leaks. Symptoms included dizziness and fatigue. Outcomes included recovery without outside assistance or medical intervention. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed no confirmed device or component malfunction and no evidence of infusion set leakage or disconnection, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.